Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed high differential background results and fluid leak under the bsv. The fse discovered that the fluid leak was due to the rinse cup not properly cupping the end of the bsv probe and the high differential background results were due to a clot in the t fitting for the sample lines. The fse replaced the rinse cup and drain line and aligned the cup so it made proper contact with the bsv probe. The fse also replaced the sample lines and t fitting to the flow cell and replaced the sheath tubing at the differential module. After repairs were complete, the fse verified that the instrument was performing within specifications. The cause of the leak is attributed to the rinse cup not properly cupping the end of the bsv probe and the cause of high differential background counts is attributed to a clot in the t fitting for the sample lines. The high differential background results generated during the startup alerted the customer to an instrument problem. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 750 hematology analyzer gave high differential background results and while completing a startup, the customer opened the front door of the instrument and observed a cleaner leak under the blood sampling valve (bsv). The volume of the leak was reported as one fourth cup and the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, face shield and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.